Event description:
It was reported by repair work order that the track frame needs to be replaced because the rubber tracks would not move. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.